Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed a pocket infection as a result of a recent ICD implant procedure. During extraction of the chronic lead, the patients blood pressure dropped. A sternotomy was performed. A major tear of the rv and small svc tears were noted. The patient expired a few days later.